Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to using the device on a material that is much harder than bone, which is not how the device was designed to be used, and heavy usage which is user error. (B)(4).

Event description:
It was reported that the cutter device was not able to be detached from the attachment device and the attachment device had bearing damage. During in-house engineering evaluation, it was determined that the cutter device could not be removed from the attachment device, was found to be broken when removed from the attachment, there were signs of corrosion in the bearings and cutter shaft, and the cutter blades showed signs of heavy use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.